Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for less than 25 colony forming units (cfus) of bacteria. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating that there have not been any deviations, deficiencies, or concerns with the reprocessing process. It is unknown if precleaning was performed immediately after the procedure. The device did pass the leak test. The instrument/suction channel, suction cylinder, instrument channel ports, the balloon channel, and the forceps elevator parts were all brushed, the forceps elevator was raised and lowered 3 times when submerged in the unspecified detergent solution, and the forceps elevator was flushed, and the disinfectant used was unknown. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection reported. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
Correction to h6 of the initial report "type of investigation" code from "4114 - device not returned" to "10 - testing of actual/ suspected device". This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: distal end cfu: unknown bacterial identification: pseudomonas species. Sampling from: biopsy channel (ch)/suction ch cfu: 1cfu bacterial identification: acinetobacter species. Sampling from: air/water (a/w) ch cfu: 2cfu bacterial identification: acinetobacter species, pseudomonas species. Sampling from: auxiliary water ch cfu: 0cfu bacterial identification: n/a. Sampling date: (B)(6) 2024 sampling from: distal end cfu: no growth bacterial identification: n/a. Sampling from: biopsy ch/suction ch cfu: 0cfu bacterial identification: n/a. Sampling from: a/w-ch cfu: 0cfu bacterial identification: n/a. Sampling from: auxiliary water ch cfu: 0cfu bacterial identification: n/a. The lm reviewed the customer provided the cds processes where information to judge deviation from the instructions for use (IFU) was not identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the same bacteria were detected from the same sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.